Event description:
It was reported that, "when trying to back out the implant with a screwdriver the tulip became detached from the screw. The screw was then removed from pedicle. An 8.5mm screw was then used as a rescue screw. Other than frustration and added surgical time, no adverse side effect were noted."

Manufacturer narrative:
Investigation has been initiated. Any add'l info will be filed as a supplement report.